Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. The asset check assessment was performed, and the scope passed all checks. Olympus is the maintenance company.  Cleaning, disinfection, and sterilization (cds) was performed by the customer, but the reprocessing steps completed at the site were not provided. The scope was sampled on (B)(6) 2023 after being stored in a drying cabinet, was last used in a procedure on (B)(6) 2023 and was last reprocessed on (B)(6) 2023. The scope was used on patients, but there were no patient contact, patient recalls or infections. After testing positive, the scope was quarantined. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during reprocessing, the olympus asset evis exera iii colonovideoscope tested positive for >100 colony forming units (cfus) of e. Coli and >100 colony forming units (cfus) of pseudomonas. The device was retested, and the results were negative. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.